Manufacturer narrative:
Initial

Event description:
It was reported that an ilet user experienced high blood glucose, with a highest continuous glucose monitor (cgm) reading of 389 mg/dl and a confirmatory meter value of 372 mg/dl for approximately three hours, after beginning a meal without announcing it and later noting blood in the contact detach infusion set tubing. The user changed the infusion site to a teflon inset, and subsequent data showed glucose returned to range. Symptoms included hyperglycemia and irritability. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to user interface and improper or incorrect procedure or method, specifically failure to follow instructions for announcing meals. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.